Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 14 states, "postoperative bone fracture and pain." This report is number 1 of 3 mdrs filed for this event (reference 1825034-2013-02110 / 02112). This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient reported that patient underwent total left hip arthroplasty on (B)(6) 2008. Legal counsel for patient reports patient allegations of pain, difficulty walking, discomfort, tissue and bone destruction. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.